Event description:
It was reported that the device was used during a high anterior resection. When the device was fired, the surgeon could not cut the tissue and it fired malformed staples. The surgeon excised the tissue and reanastomosed by hand suture. There was no pt consequence.